Event description:
Facility reports that in 2007, while transferring a resident from bed to chair using a golvo 7007, that the sling came off and the resident fell to the floor. Resident suffered laceration to the head, elbow and arm.

Manufacturer narrative:
On-site investigation was performed by liko distributor on 10/16/2007, in which he was allowed to view and examine the lift and sling involved in the reported incident. The equipment was found to be in good working condition. When used per manufacturers instructions, the incident could not be recreated by the facility staff.